Event description:
The customer's mother stated that the customer was hospitalized, due to vomiting and diabetic ketoacidosis. The reported blood glucose reading was 700 mg/dl. The customer's mother stated that the insulin pump had alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.